Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. Tightness test failed during pre-operational check. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The following has been reported to hamilton medical ag on february 27th 2024 it was reported that the unit is unable to pass thitness test and flow sensor calibration during pre operational phase. Ventilation could not start there is no access to the ventilator and therefore not to the event logs. Hamilton medical has requested the logs from the customer, but they have not been able to provide them. If at any time we do receive the event logs we will indeed upload to the complaint file. As an immediate correction action th expifratory valve assembly replacement is required. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: - leak ( inspiration path / breathing circuit). - untight membrane. - leaky / defective proportional valve. - leak in flow sensor air (qvent).

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that the unit is unable to pass thitness test and flow sensor calibration during pre operational phase. Ventilation could not start there is no access to the ventilator and therefore not to the event logs. Hamilton medical has requested the logs from the customer, but they have not been able to provide them. If at any time we do receive the event logs we will indeed upload to the complaint file. As an immediate correction action th expifratory valve assembly replacement is required. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: leak ( inspiration path / breathing circuit) untight membrane leaky / defective proportional valve leak in flow sensor air (qvent).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on february 27th 2024. It was reported that the unit is unable to pass thitness test and flow sensor calibration during pre-operational phase. Ventilation could not start. There is no access to the ventilator and therefore not to the event logs. Hamilton medical has requested the logs from the customer, but they have not been able to provide them. If at any time we do receive the event logs we will indeed upload to the complaint file. As an immediate correction action the expifratory valve assembly replacement is required. As per available information there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: leak (inspiration path / breathing circuit). Untight membrane. Leaky / defective proportional valve. Leak in flow sensor air (qvent).